Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, the station would not turn on despite having power. The customer stated that the indicator lights illuminated and the receipt printer powered on, but the screen did not turn on, and the computer did not boot up. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 07-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no power to the cabinet, whenever it was powered on, the screen only flashed. A field service engineer (fse) heard the power supply ticking and replaced it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.